Event description:
The attending physician observed a mercury screw to be dissociated from the rod on films taken during a follow-up exam. A revision surgery was performed in 2009 to replace the screw and restabilize the construct.